Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the system functioned as intended after replacing the computer. The system then passed the system checkout and was found to be fully functional. The computer was returned to the manufacturer for analysis. Analysis found that the computer was received with the hard drive removed. With a test drive installed into the computer it passed seatools and memtest86 without errors. The customer allegation could not be checked since the hard drive was removed. Analysis found that the reported event was related to a computer component issue.

Event description:
Medtronic received information regarding a navigation system. It was reported that during pre-op for a cranial biopsy procedure the system became unresponsive. Specifically, the screen was unresponsive, with 2 inches on the top of the monitor view-able. The site did a soft reboot of the system and tried to proceed again with the same procedure and it became unresponsive. The site did a hard shut down and when they powered the system back up they were able to proceed with the procedure. There was no delay to the procedure. There was no reported impact on patient outcome.